Event description:
Customer reported damage to the pump housing surrounding the usb port, affecting the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Customer was instructed to put the pump into storage mode and return it within 10 days. A replacement pump was arranged by technical support, and a backup insulin pump will be used to ensure insulin delivery is not interrupted.